Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that an hx10 solid driver tip broke off in the head of a 3.5 mm screw. A mallet was used to remove the driver tip but the screw remains implanted. All debris was removed. Attempts have been made and no further information has been provided.